Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) , intended for treatment was not returned for evaluation. The reported problem was confirmed with a visual inspection. A visual inspection of the image was conducted and confirmed that a calibration verification error appeared on the monitor. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during cori assisted tka surgery, a calibration verification error was appeared on the monitor of the real intelligence cori console and it was unable to resolve the error if the customer tried to reboot the device, re-setup the drill with the attachment and exchanged the back-up drill. Surgery was resumed after a non-significant delay by manual procedure. No injuries to the patient were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).